Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump says no delivery and she out of town, which is 5 hours from home. Customer stated that she was trying to give a bolus of 5.0 units but the pump gave a no delivery alarm. Customer's blood glucose was 475 mg/dl at the time of the incident. Customer took a shot with a syringe and mentioned that she had bubbles in the tubing. Customer just changed the infusion set and still got a no delivery alarm. Customer's line was disconnected. Customer was called back but there was no answer.